Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
The end user reported the wafer was off-center, resulting in decreased wear time. He further reported he threw some of the wafers out from this box "as they were so off center unable to attempt to use as he described there was no mass protecting around the edges of convex portion of flange". There was no reported harm. No photographs were provided.